Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due a leak in the cuff. The device was replaced. No further patient complications were reported.